Event description:
It was reported that the patient was admitted after receiving four inappropriate shocks due to noise on the right ventricular (rv) lead. It was also reported that there was high rv lead impedance > 3000 ohms and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 14- ventricular nst<(><<)>=213 ms on (B)(6)-2013; 2-vf<(><<)>=190 ms average v-cycle on (B)(6)-2013. There was 1 - patient alert for lead failure predictor on (B)(6)-2013. There was 1- patient alert for out of tolerance (oot) subthreshold lead impedance (B)(6)-2013. The daily pace lead trend data shows an increase for rv pace=589 to 4047 ohms peak between (B)(6)-2013. The ventricular short interval count v-sic=485 counts, in 0.14 day, on (B)(6)-2013. (B)(4).